Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a known kink in the outflow graft since (B)(6) 2016. At the time, the patient had experienced low flow alarms, continuously decreasing flow levels, and a sucking in effect. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft kink could not be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. The account communicated that an outflow graft kink was identified on (B)(6) 2016, as the patient had been experiencing low flow alarms with continuously decreasing estimated pump flow values. However, a CT scan had been previously performed on (B)(6) 2015, which revealed an outflow graft kink with relevant stenosis effect. An outflow graft revision procedure was ultimately performed on (B)(6) 2020 and the patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) states that the distal end of the outflow graft is designed to be cut to the preferred length and sutured to the ascending aorta by an end-to-side anastomosis. A reinforced tube serves as a bend relief around the outflow graft to prevent kinking and abrasion. The IFU contains information on preparing the sealed outflow graft and instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided a radiology report dated (B)(6) 2015. This was the date the kink in the outflow graft was actually identified.